Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump battery was unable to charge despite using multiple usb cables, wall adapters and power sources. The customer's blood glucose ranged from 150-210 mg/dl. Reportedly, the customer confirmed that the pump would charge with a different usb cable. The customer continued using the pump for insulin therapy.